Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer¿s blood glucose reportedly reached 556 mg/dl and customer had an unspecified level of ketones. Customer received assistance from mother. Customer gave correction insulin by injection, then changed infusion set and cartridge, and resumed insulin delivery.